Manufacturer narrative:
Facility name: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported rupture of left device. Ultrasound report shows "ecogenic liquid in left device, calcification of 12 mm in left device. As per liquid pathology, no malignancy". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Calcification: unable observed calcification. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a.2., h.6., h.10.

Event description:
Healthcare professional reported rupture of left device. Ultrasound report shows "ecogenic liquid in left device, calcification of 12 mm in left device. As per liquid pathology, no malignancy". The device has been explanted.